Manufacturer narrative:
On the initial MDR, evaluation method code c139447 testing of device from same lot/batch returned from user was sent in error. The user did not return material for testing.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient tested on a coaguchek inrange meter serial number (B)(4) compared to the neoplastin stago laboratory method. At 6:54 the result from the meter was 5.3 inr. At 14:00 the laboratory result was 3.05 inr. At 16:56 the result from the meter was 4.9 inr. The customer's therapeutic range was 3.5 - 4 inr. There was no allegation of an adverse event. The related retention test strips were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.